Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown results: bd had not received samples, but two photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 5055342 with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for 5055342 was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® 21 g x 1.5 in. Multi sample blood collection needle had foreign matter (silicone mass) present in it. This was noticed upon use, off of the side needles. No serious injury or medical intervention reported.